Event description:
Total knee replacement: the tibial impactor cracked on impact.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A complaint database search found additional reports of breakage for the provided product code. Previous investigations determined misuse (misalignment of impactor) and/or product wear out as the root cause. The investigation could not draw any conclusions about the current reported breakage based on the lack of product to examine. Based on the inability to confirm the reported event and the inability to identify root cause, the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.